Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) to perform failure analysis. The mtm was analyzed and found to have no issue. Failure analysis investigations could not reproduce the reported non-recoverable error. However, the error could be confirmed as having occurred via the field error logs. The mtm was installed onto the system and powered up. The sine cycle and test drive were performed without any issues. The unit also passed all tests that were performed via matlab. There was no trouble found with this mtm. The root cause is not determinable/applicable. The reported complaint was not confirmed by failure analysis. Isi also received the remote arm controller board (rac) to perform failure analysis. The rac was analyzed and found to have no issue. Failure analysis investigations could not reproduce the reported failure. The unit was installed into a printed circuit assembly (pca) test system. The sine cycle ran for 10 minutes with 60 power cycles and sat idle for 2 days without any errors. The root cause is not determinable/applicable. The reported complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the nurse called in to report that a non-recoverable error occurred on the da vinci system. The customer was unable to provide additional information about the error. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The surgical staff tried multiple troubleshooting attempts: shut down the system, unplugged and plugged the power cords, then powered up the system, but the error could not be resolved. The surgeon then elected to convert to laparoscopic surgery. The surgical staff did not add any other port incisions due to the procedure conversion. It was confirmed that there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a non-recoverable error occurred, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was reproduced and confirmed. The fse checked the system connection and reviewed the system log. The fse noted that the surgeon side console's (ssc) master tool manipulator (mtm) right, remote arm controller board (rac), and high-resolution stereo viewer (hrsv) armrest cable assembly needed to be replaced. The fse replaced all the affected parts to resolve the reported problem. The system was tested and verified as ready for use. The armrest cable assembly involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The complaint regarding the non-recoverable error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to request the mtm and rac for evaluation. Isi has not received the product involved with the alleged issue to perform failure analysis. Therefore, the probable root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: the customer converted the surgical procedure to the traditional laparoscopic surgery after the start of the procedure due to a non-recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.